Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time of incident was 584 mg/dl. The customer states trying to change infusion set, sensor, and insulin, but their levels are still high. Troubleshooting was conducted by performing high pressure test. No delivery alarm was found during testing, which explained the high blood glucose levels. Customer was advised to change entire set, reservoir, and insulin and treat per their health care providers instructions. Customer was advised to call back if problem returns. Nothing is being returned or replaced.